Event description:
Dexcom g6 severely overestimated her glucose. She wears an insulin pump and receives an insulin overdose. The sensor that she had on was lot # 7356222 (B)(4). She is wearing the g6 sensor and the 4 digit code is 9117. (B)(6) 2025.